Manufacturer narrative:
A getinge field service engineer (fse) reported that a call was made to the customer, and they reported that the iabp unit was working properly 20 minutes after the initial call. The fse also reported that the customer was supposed to inform him of availability of the iabp. The customer has used the iabp on several patients since without any problem. The issue had been cleared and no service was needed. The reported issue was an "operator error". A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) optical sensor would not calibrate. The customer continued use of the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d5, b6, b7, d10, g1(contact person), h6(impact codes).

Event description:
N/a.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) optical sensor would not calibrate. No patient harm, serious injury or adverse event was reported.